Manufacturer narrative:
Event date: on (B)(6) 2017, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis; further described as a ¿peritoneal infection¿. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the event with an unspecified anti-inflammatory drug (dose, frequency and route was not reported). It was reported that pd therapy was withdrawn during the treatment. On unreported dates, the peritonitis was resolved and the patient was recovered. No further detail was provided regarding whether the patient was hospitalized. No additional information is available.